Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported a sudden change in their urinary flow, noting it was not coming out the same. The issue occurred the night prior as well as the morning of the report. Stimulation was not felt despite therapy being on. It was indicated that the event was related to a recent episode/spell of weakness, a pre-existing condition. The patient was going to track adjustments and results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.